Event description:
The device was used during a cholecystectomy, could not clip because of clip protruded. Another device was used to complete the case. There were no adverse consequences to the patient.